Event description:
Customer reported to beckman coulter, inc. (Bec) that the tubes and racks coming out of the unicel dxc 600i synchron access clinical system were wet. Customer indicated that there was no pool of fluid on the caps bec customer technical specialist (cts) instructed the customer to remove the cover for the cap piercer. Customer reported that they loaded a sample onto the instrument and saw fluid coming out of the bottom of the blade wash shower. Cts instructed the customer to disable the cap piercer and run the instrument with no caps. Customer reported that there was also pressure problem. Customer reported that there was about 1 or 2 milliliters of fluid on top of the waste b sump. Customer reported that the leak was contained to the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleared the vacuum line #118 from the cap piercer to the mailbox.

Manufacturer narrative:
(B)(4).